Event description:
During product evaluation by a field service technician, a flogard infusion pump was found to have a damaged door shim. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. During visual inspection, the door shim was found to be damaged. The cause of the condition could not be determined. To correct the condition, the door shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.